Event description:
Procedure: esophagectomy. According to the reporter: during the first application at the esophagus level, the staples remained opened in the central part of the firing. A thoracotomy was made to liberate more esophagus. Surgery time delay was reported as two hours.

Manufacturer narrative:
(B) (4). (B) (4).